Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via a sales rep to our local affiliate (B)(4). Initial and f/u received on (B)(6) 2009, respectively were processed together. This case involves a female pt (age unk) who experienced nodules while on poly-l-lactic acid (sculptra) therapy. The physician reported the pt experienced "4 nodules of a few millimeters in diameter" and received poly-l-lactic acid at an unk dose subcutaneously in (B)(6) 2008. No further info is available at this time.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been initiated for this case under (B)(4). Ptc results: since no lot# is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the dhrs and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Reporter's causality: not provided. Addendum for f/u info received on (B)(6) 2009: attempts to contact the reporter have been unsuccessful.